Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Scratched lcd window, cracked reservoir tube lip and missing end cap sticker noted.

Event description:
It was reported that the customer's insulin pump alarmed and the drive support cap was loose/sticking out. It was mentioned that the device was not dropped. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.